Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited low lead impedance, oversensing and undersensing. An insulation anomaly was suspected. No intervention or patient symptoms were reported. No further information was available.